Manufacturer narrative:
Correction: include implant and explant dates of implantable cardioverter defibrillator. Interrogation of the implantable cardioverter defibrillator (ICD) revealed it to be above elective replacement indicator. The ICD communicated appropriately with the programmer. No other anomalies were found.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were replaced on (B)(6) 2025.

Event description:
Related report: 2017865-2025-11820. It was reported patient presented to the emergency room due to symptoms of pain and itch from the pocket of their implantable cardioverter defibrillator (ICD). It was discovered that the patient's pocket had eroded, and the system would be explanted. During procedure, the electrode at the distal end of the patient's right ventricular (rv) lead separated from the rest of the lead. The ICD and rv lead were explanted. Patient was stable.